Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
A consumer reported via manufacturer's representative that the consumer experienced an infection in the implantable neurostimulator area. The consumer had swelling, incisional wound opening, drainage and a burning sensation in the pocket and the area was hot to the touch. The health care provider thought that it was an infection and the consumer was put on antibiotics on (B)(6) 2015 to resolve the issue and the infection was confirmed. The consumer did not have any known falls. Follow-up indicated that the consumer was still infected and that the consumer was keeping their simulator off and charged. The health care provider was trying to get the infection under control and waiting to see if the burning stops once the infection clears. The indication for use was failed back surgery syndrome and spinal pain. Should additional information be received, a follow up report will be sent out.

Event description:
Additional information received from the manufacturer representative reported that the infection had resolved. The patient was still getting some burning in the pocket site and was going to see the healthcare professional (hcp) in the next few weeks to make sure the fluid that was around the generator had gone down. The patient was keeping the implant off and was turning it on and turning it off if it got too warm. The patient wanted to make sure her hcp noticed that the swelling was down before she did more troubleshooting on the implanted generator.